Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue. The impedance was noted to be orange, although the exact value was not provided. The high impedance was not observed on the day of surgery. No troubleshooting was performed, and the cause of the issue was unknown. The device remains implanted and in service. The issue was resolved, and no adverse outcomes or patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that no actions were taken nor are any planned. Her current programming does not include the electrode with the high impedance. The values of the high impedances were 26,934.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.